Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message during the load process with multiple cartridges. The customers blood glucose (bg) level was impacted (543 mg/dl) the customer took a bolus to stabilize bg level. Reportedly the customer reused a cartridge that was on the pump prior to receiving the cartridge change error. The customer was advised to not reuse cartridges. In addition, it was reported that the customer's time and date were incorrect on pump. The customer reported to have traveled out of the country 2 weeks prior and could not remember if the time and date were changed once back. The customer was instructed to change time and date.

Manufacturer narrative:
The investigation has been completed and the customer complaint was verified in the device logs. However, no failure was identified. In addition, a different symptom was found.